Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Nxstage technical support was contacted for assistance troubleshooting an arterial air alarm that occurred at the beginning of rinseback after a routine hemodialysis treatment. The blood pump had been off for several minutes due to the alarm condition and the blood in the disposable cartridge was clotted. Rinseback of the patient's blood was therefore, not performed resulting in an estimated 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. Air was most likely introduced into the disposable cartridge when the operator re-configured the cartridge tubing connections for rinseback of the patient's blood at the completion of the dialysis treatment. The cycler alarmed appropriately. The reported blood loss has been reviewed with facility staff. There have been no similar problems reported subsequent to this event. A direct correlation between the nxstage system one and the reported patient blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.